Event description:
Philips received a complaint on a patient monitor efficia cm100 indicating that the nibp values were high and there were random jumps when taking the measurement. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing, leak testing and calibration. The results of the analysis confirmed the intermittent issue was related to a need for calibration. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a need for calibration. The issue was resolved by calibrating the device and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.